Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead had displayed low amplitude and impdeance measurements with a loss of capture (loc). A chest x-ray was performed and found that the lead had become dislodged. A lead revision was performed to reposition the lead, no issues were noted. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.